Manufacturer narrative:
Clinical investigation: it is unknown if a temporal relationship exists between continuous cycling peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler, and the serious adverse event of death. The cause of the patients death is unknown; therefore, causality cannot be established. Per the pdrn, it is unknown if the patient was undergoing hd or pd for rrt at the time of passing. Additionally, it is unknown if the patient was even utilizing any fresenius device(s) and/or product(s). The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Additionally, adults with esrd have mortality rates up to 30-fold higher than the general population. Based on the information available, the liberty select cycler can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) deficiency or malfunction caused or contributed to the patients expiration. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a peritoneal dialysis (pd) patient passed away on (B)(6) 2020 and the cause was unknown. During follow-up, the patients pd registered nurse (pdrn) confirmed the patient passed away while at a rehabilitation hospital on (B)(6) 2020. The patients cause of death is unknown; however, the pdrn remembers the patient having multiple cardiac comorbid conditions. The pdrn is uncertain if the patient receiving hemodialysis (hd) or pd therapy for renal replacement therapy (rrt) when he passed away, and no additional information (e.g., discharge summary, past medical history, death certificate, autopsy report, esrd death notification) is available as the patients electronic record has been closed, and the paper record was sent to off-site storage. The pdrn was unaware of any fresenius device(s) and/or product(s) concerns with regards to the patients expiration.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a peritoneal dialysis (pd) patient passed away on (B)(6) 2020 and the cause was unknown. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient passed away while at a rehabilitation hospital on (B)(6) 2020. The patient¿s cause of death is unknown; however, the pdrn remembers the patient having multiple cardiac comorbid conditions. The pdrn is uncertain if the patient receiving hemodialysis (hd) or pd therapy for renal replacement therapy (rrt) when he passed away, and no additional information (e.g., discharge summary, past medical history, death certificate, autopsy report, esrd death notification) is available as the patient¿s electronic record has been closed, and the paper record was sent to off-site storage. The pdrn was unaware of any fresenius device(s) and/or product(s) concerns with regards to the patient¿s expiration.

Manufacturer narrative:
Corrected information: h6- health effect impact code - changed to death (transcription error).